Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01294. This report is being submitted as additional information. Device serial number was not provided. Therefore, the expiration date, age of device, and manufacture date are unknown. Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file confirmed a backup battery fault alarm due to the expiration date. The log file captured a constant backup battery fault alarm, error code 35. The backup battery fault was due to the backup battery¿s expiration. The alarm resolved when the backup battery was replaced. There were no other notable alarms active in the log file. The backup battery was not returned for evaluation. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00am midnight on the first day of the month in which the backup battery reaches its expiration date. It should be noted that the battery expiration did not affect its primary function to provide power to the system. According to the heartmate ii instructions for use (doc #106020), depending upon the patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. The system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during review of the submitted system controller log file by a representative of the manufacturer¿s technical services, a backup battery fault alarm was observed as having occurred on (B)(6) 2018. The timestamp indicated that the alarm was due to the internal backup battery exceeding its expiration date. A yellow wrench alarm occurred on (B)(6) 2018 at 12:00:51 am, indicating backup battery fault alarm with the system controller error code of backup battery passed expiration date. The lvad clinician reported that the system controller backup battery was replaced at another facility.